Event description:
A customer reported to beckman coulter (bec) that liquid was observed on their unicel dxc 600 pro synchron system on the drip tray under the reagent probes. The operator wore personal protective equipment consisting of gloves and a lab coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate instrument. The fse replaced the a/b valve and a collar wash valve to resolve the issue; the fse verified a reagent probe leak was occurring but was unable to confirm which valve failed. (B)(4).